Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the flexi-cut device was advanced to the lesion with no resistance. When the flexi-cut device was pressurized to 15 - 40 psi., it would not inflate. When the device was outside of the pt it was confirmed that the flexi-cut balloon was ruptured. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the flexi-cut atherectomy catheter was returned with blood and contrast visible in the balloon and cutter housing. The balloon was loosely folded. There was a longitudinal rupture in the working length of the balloon 1 cm in length. There were no scratches noted on the balloon. There was no other damage noted to the catheter. The device will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.